Manufacturer narrative:
The reported complaint of the solex catheter leak was confirmed. A pinhole leak was observed at the proximal end of the serpentine balloon during functional leak test. Probable causes for the reported complaint can be a latent material defect. Visual examination of the returned catheter was performed and found no physical damage to the catheter. Observed blood residue on the serpentine balloon and also in the in/out luer tubings. Functional leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance, except the in/out luer port was clogged with blood. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the proximal end of the serpentine balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the quattro catheter with lot # 84027.

Manufacturer narrative:
The zoll catheter was not returned to zoll for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent therapeutic ivtm treatment for fever management. The solex 7 catheter was inserted into the right vein, however, the specific location was not noted. Two days after catheter placement, the user noticed blood in the suk tubing. The catheter leak was suspected and the user was instructed to replace the catheter over the guidewire. Per reporter, the catheter was not replaced and temperature management treatment was continued with surface cooling. No consequences or impact to patient.